Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic adrenal gland urological procedure, the cartridge came off in intraperitoneal. The cartridge was taken off from the patient and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.